Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Unknown if the device will be returned following the planned revision surgery.

Event description:
It was reported that the patient's device had loosened.